Manufacturer narrative:
The device was received in good condition. Analysis of the device could not reproduce or confirm the complaint from the customer. The max temperature after 1 minute was 84°f for the nose, 84°f for the middle, and 83°f for the motor. The max overall temperature after 5 minutes was 99°f for the nose, 98°f for the middle, and 88°f for the motor. The device had been checked and successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the device got very hot. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.